Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experienced pain at her mid-back lead incision site. As a result, the patient was administered injections. Follow-up information revealed the injections did alleviate most of the patient's pain; however, the issue was not fully resolved. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where her entire scs system was explanted.